Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause has not been investigated in detail. There was no patient harmed.

Event description:
User reported flow sensor calibration failure in pre-op check, flow sensor calibration still cannot pass after replacing 3 sets of flow sensor & circuit. Flow sensor calibration failed when we use the disposable flow sensor circuit, but it passed when we use the blue circuit.(attached file). We performed tsw full calibration, all passed except the "pressure" and "flow sensor" calibration. When we do "pressure" calibration, the measurement is not stable, and during "flow sensor" calibration, the flow sensor valve flips continuously. Regards, tess.